Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a sling placement procedure on (B)(6), 2009. According to the complainant, beginning in (B)(6) 2010 (exact date unknown), the patient experienced recurring pelvic pain requiring a revision surgery. The exact date and details of the revision surgery are unknown.attempts to obtain additional information have been unsuccessful.